Event description:
It was reported a spectrum infusion pump alarmed door not fully latched prior to therapy on the surgical floor. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarms, determined to be caused by loose link screws. The link screws were replaced to correct this condition.